Manufacturer narrative:
Follow up letter sent to facility requesting additional information.

Event description:
The device was used during a laparoscopy, ovarian cystectomy. The 512s inner gasket fell into the pt when an instrument was inserted. The gasket was laparoscopically retrieved from the pt. Another 512s was introduced to complete the case. There was no consequence to the pt.